Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a full explant of her scs system due to an infection at the ipg pocket site. Reportedly, the pocket site started to open up. The patient was placed on IV antibiotics and she was referred to a wound care specialists. Follow-up identified according to the doctor all is going well with the patient.